Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate defibrillation therapy due to detection of atrial arrhythmias. The patient is awaiting a cardiac ablation procedure and is in stable condition.